Manufacturer narrative:
The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not duplicate the issue but proactively replaced the dsuj. The system was tested, verified and was ready for use. Isi received the distal set-up-joint for failure analysis investigation. The unit was analyzed and was confirmed as having occurred in the field and not replicated in-house. The unit passed all the tests upon testing. During the investigation, several voltage node errors was found, which are related to the motor module.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, an error appeared on universal surgical manipulator (usm) 3. An intuitive surgical, inc. (Isi) technical support engineer (tse) found error 32101 in logs and the customer disabled usm 3. The tse walked the customer through emergency power off (epo) of the patient side cart (psc) and the system completed self-test but the error appeared when the customer installed the instrument. The surgeon continued the procedure with 3 usms. The procedure was delayed for less than 15 minutes with no report of patient injury.